Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the 23mm sapien transcatheter heart valve was deployed in a too aortic position (90:10) causing moderate paravalvular leak (pvl). A second sapien valve was implanted more ventricular than the original valve. Upon deployment of the second valve the pvl was reduced to mild. Per report, the first sapien valve rose significantly on deployment and also spun in a circular direction due to stored torque in the device, which caused the rotation and lifting of the first sapien valve. The pre-deployment position of the first valve was approximately 70:30 aortic. The native valve/leaflet calcification was described as mild. The aortic root calcification was also mild. The mitral annular calcification was moderate and there was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 50-60%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium, and or malposition of the valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, stored torque in the device caused rotation and lifting of the first sapien valve. It is also possible that patient factors (mild native valve leaflet calcification, and a preserved ejection fraction [50-60%]) and procedural factors (suboptimal pre-deployment position/too aortic) contributed to the event. There is no indication this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.